Event description:
It was reported that (1) atw35 was used during an unknown procedure. It was reported by the rep that the atw35 was reported to only partially fire. The surgeon completed the procedure by using another atw35. There was no consequence to pt.